Event description:
The event involved a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock where it was reported that the bifuse was cracked and leaking into isolette. There was patient involvement and no adverse events.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Received two (2) used. List #mc33371, 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock for insepction. One sample had a microclave separated from the tubing. The other sample had the luer lock separated from the tubing. Examination of the bond showed little solvent on the tubing to microclave pocket bond interface. There was insufficient solvent on the separated luer and tubing. The tubing and bond pocket on both samples were measured and both were found to be within design specifications. Subsequent bond integrity testing on an adjacent bond met performance expectations. The reported complaint of bifuse cracked and leaking can be confirmed. The probable cause is insufficient solvent coverage during manual assembly in ensenada. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.